Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: during testing, the pump powered on with a missing pixel line on the display screen; running from the top of the screen to the bottom of the screen. A test screen was then installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. Reportedly, when the pump was turning off after being used, a vertical line appeared on the right side of the display screen, remained for three seconds and then dimmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.